Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Brand name: sur-fit natura durahesive moldable convex skin barrier w/flange w/white tape collar & mold-to-fit opening (overall dimension 4.5" x 4.5"). Analysis is taken from a trending report of evaluations or adverse events finalized (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Patient reported rash/redding under border. Product was discontinued and an alternate stoma adhesive wafer and skin barrier was used. The end